Manufacturer narrative:
The field service engineer (fse) reported that the wbc background failure was due to clogged apertures and the sample line to the flow cell was disconnected causing diff voteouts and a diluent leak. The customer was able to clean aperture to resolve the wbc background failures and the fse replaced and secured the sample line to the flowcell to resolve the leak and diff voteouts. (B)(4).

Event description:
The customer initially reported white blood cell (wbc), hemoglobin (hgb) and differential (diff) background failures on the coulter® lh 780 hematology analyzer. The leak field service engineer (fse) reported a contained diluent leak of approximately 10 cc from the instrument while onsite. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.